Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: black box contains data from (B)(6) 2016. Histories for issue reported on (B)(6) 2015 are overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. No activity related to pi observed in black box or histories. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. The pump was exercised for 24 hours with no loss of prime issues occurring. The pump passed delivery accuracy test and found to be delivering within the required specifications. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the prime history showed that the patient was not priming enough insulin through the tubing. Cs re-educated on priming steps. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in the patient not priming correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not priming correctly).